Manufacturer narrative:
D9. Product available to stryker: updated. D9. Returned to manufacturer on: updated. H3. Device evaluated by mfg: updated. Due to the automated manufacturing execution system(mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject balloon catheter was inspected and the chronoprene balloon was seen to be missing and appeared to have been torn off from the subject balloon micromachined hypotube. The balloon catheter tip was seen to be damaged. There were no other visual anomalies noted to the device. The functional inspection could not be carried out due to damage noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event balloon leaked during use could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿the physician reported the fact that leak was detected at the proximal end of the balloon¿. Additional information provided by the customer indicated the leak was detected at the proximal end of balloon. There was no leakage observed during preparation. A syringe was used to inflate the balloon. The correct inflation medium was used to inflate the balloon as per the dfu. The device was inflated at nominal pressure. The balloon was not inflated during preparation. 50% contrast was used during preparation. There was no resistance encountered during the guidewire insertion or during inserting the balloon through catheter. The catheter was flushed to facilitate guidewire insertion. The physician did not make any attempt to load the guidewire into the balloon prior to purging the balloon. The associated devices used during the procedure were guide catheter, intermediate catheter, microcatheter, flow diverter stent. Analysis of the returned device found the chronoprene balloon was seen to be missing and appeared to have been torn off from the subject balloon micromachined hypotube. The balloon catheter tip was damaged. Additional information indicated there was no leakage observed during preparation, so the device was functioning as intended prior to the attempt at inflating the balloon in the patient. The event description and additional information did not indicate any inflation issues other than the leak at the proximal end of the balloon. The damage to the balloon catheter indicates the device encountered a significant force during use to have caused the damage which led to the tip becoming damaged and the balloon to become torn off. The reported event 'balloon leaked during use¿ and analysed defect 'balloon catheter broken/fractured during use¿ and ¿balloon catheter tip damaged¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during procedure a leak was detected at the proximal end of the subject balloon. The procedure was completed. There were no adverse consequences.

Event description:
It was reported that during procedure a leak was detected at the proximal end of the subject balloon. The procedure was completed. There were no adverse consequences.